Manufacturer narrative:
According to available information, this lead remains implanted and in service. No further information is expected regarding this event. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a revision procedure was performed. This right ventricular lead was repositioned due to lead migration. No loss of therapy was reported. No adverse patient effects were reported.